Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) need a replacement battery in compartment 1 and battery maintenance in compartment 2. There was no patient involvement reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Manufacturer narrative:
Additional information: event site postal code: (B)(4). A getinge fse was dispatched to evaluate the unit. To resolve the issue fse replaced the batteries, safety disk and tidal volume disk replaced. Service tests performed ok. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) need a replacement battery in compartment one and battery maintenance in compartment two. The circumstance of the event is unknown however there was no patient involvement reported.